Event description:
New information on (B)(6) 2016 stated that the lead dislodgement was confirmed by chest x-ray. The patient was in stable condition post operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, the right ventricular lead exhibited sensing anomaly. The lead was suspected of dislodgement. The lead was repositioned. The patient was discharged in good condition.